Event description:
We received a report that a female patient experienced extensive glare after implantation of a tecnis zmb00u0230 intraocular lens in her right eye. Initially the patient's visual outcome was good (20/25) but the patient was not happy. She said she had difficulty driving at night, especially in rainy conditions. She was encouraged by her doctor to ''wait and see'' for several months, hoping she could adjust to the iol and multifocality. In follow up received (B)(6) 2015 it was learned the patient's visual acuity was 20/50, refractive error of -2.00 +1.25 x180. The information indicated that the patient's iol would be exchanged.

Manufacturer narrative:
In follow up received (B)(6) 2015 it was learned that the intraocular lens (iol) remains implanted. The manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. All pertinent information available to the manufacturer has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Event date: (B)(6) 2014. All pertinent information available to the manufacturer has been submitted. Placeholder.